Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018 the patient underwent a stage 1 of a 2-stage revision with the implantation of a temporary antibiotic cement spacer and antibiotic beads, and debridement, due to septic left total knee, osteomyelitis. The surgeon reported the implant overall was in good position, though evidence of bone weakness along the lateral aspect of the femoral condyle. He noted weakened bone which appeared to be osteomyelitic around the pegs of the femoral component. He reported the removal of the patellar component which had questionable tissues. The surgeon reported no intraoperative complications. The patient was implanted with depuy system and smartset cement x 2. Doi: (B)(6) 2017. Dor: (B)(6) 2018. (Lt knee).